Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. On the same day of insertion, the patient stated the sensor wire remained embedded about 1.5 cm under the skin in his arm. The patient reported that the emergency room (ER) was not able to remove the sensor wire on his first visit and he had intense pain. Further contact was made with the patient by dexcom¿s medical safety team on (B)(6) 2019. The patient stated that he saw a total of 5 different doctors over a 1 week period, and they were able to locate the wire via an x-ray and 2 ultrasounds, but none of them felt comfortable trying to remove it surgically because of the risk from his diabetes. There was some unconfirmed question of infection at the time of the first ER visit and he was prescribed cephalexin antibiotic, but it was later thought that the wire had been in a muscle which caused the pain. He thinks the wire may have shifted a bit as the pain has now gone away. Additionally, it was indicated that the transmitter was not fully snapped in, which is misuse of the device. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.